Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter is switching from english to spanish not allowing to press ok and issue was not resolved with troubleshooting.